Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is overheating when charging. It was also reported that the pdm is not holding a charge and there is a delay on the screen when reading the insulin data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user states that the device was overheating when charging and would not hold charge. The user also states there was a delay with the screen when reading insulin data. The device was returned with the battery. The device powered on with the returned battery when it was connected to a charger. The device battery was not observed to overheat when plugged into a charger. No damages were observed to the lcd screen. The device touch screen was tested and was found to function as intended. Inspection of the log files show that the device battery did get warm when charged by the user, but stayed within the temperature specifications. Inspection of the log files also show that the device battery went from 71% charge to 4% charge within 1.5 hours, indicating that the device battery was unable to hold charge for the required amount of time. The exact cause of battery being unable to hold charge could not be determined.